Event description:
It was reported that stent damage occurred. A 38 x 3.50 promus premier drug eluting stent was selected for use. During the procedure, before the stent could be released, stent rods fractured. No patient complications were reported.

Manufacturer narrative:
The promus premier ous mr 38 x 3.50 mm stent delivery system (sds) was returned for analysis, the following attributes were examined: a visual examination of the stent found that the stent was damaged on mid-section of the stent with struts lifted. The undamaged crimped stent od (outer diameter) was measured within the maximum crimped stent profile measurement. A visual examination of the tip showed no signs of damage on the distal edges of the tip. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks on several locations of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found a midshaft kink at 25 mm distal of the hypotube/midshaft bond. No other issues were identified. During the product analysis.

Event description:
It was reported that stent damage occurred. A 38 x 3.50 promus premier drug eluting stent was selected for use. During the procedure, before the stent could be released, stent rods fractured. No patient complications were reported.